Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. The customer stated that the screen wen black and the clock. The customer stated the pump had partial and scrabbled display. Customer stated that the pump was neither dropped nor bumped. Customer was advised that the device would be replaced and to revert to back up plan.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the lcd board. Unable to verify the display anomalies or perform idle current, current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests due to the blank display. The pump had cracked battery tube threads and a cracked reservoir tube lip.